Event description:
It was reported that the patient was having difficulty keeping the ipg charged. The physician replaced the ipg with an MRI compatible and non-rechargeable device. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.